Event description:
A customer contacted beckman coulter inc. (Bec) stating that bloody fluid was observed dripping on the tops of the specimen tubes and onto the cassette mixing area of the unicel dxh 800 coulter cellular analysis. The bloody fluid was observed during specimen processing in the cassette presentation mode. Customer technical support (cts) assisted the customer with troubleshooting the issue, but was not resolved when the samples were rerun. The customer was wearing personal protective equipment (ppe), including gloves, eye protection and lab coat at the time of this incident. No one sought medical attention and there was no exposure to mucous membranes or open wounds. There was no affect to patient results.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse confirmed that the bloody fluid was observed coming down from the probe after rinsing due to plugged ports in vent chamber vc-199. The fse flushed out the ports in the vc199 (vent/overflow chamber) and verified that bloody overflow was no longer occurring. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire. (B)(4).